Event description:
It was reported that the patients ipg would not hold a charge and charging burden has increased. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be returned as per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six months ago.